Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There were holes in the bending section cover and leaking on the control body. In addition to the findings reported in the event, the image guide bundle was severely broken, the flexible tube of the insertion tube was crushed, cloudy visibility, the image guide coil peeling off and mark peeling was observed on the control body. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, there was a pinhole leak. During the inspection of the returned unit, the coating on the flexible tube on the insertion section was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was received regarding this event. The failure was detected during reprocessing when the leak test was being performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the reporter . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: stress of repeated use, external factors , handling. The section ¿warnings and cautions¿ in the instructions for use (IFU) instructs the user how to prevent the failure of the peeling coating. Olympus will continue to monitor the field performance of this device.